Event description:
It was reported that during a procedure of the tibial artery, the nc trek balloon dilatation catheter was inflated and the balloon ruptured below the rated burst pressure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned nc trek dilatation catheter noted blood and contrast visible in the loosely folded balloon and in the inflation lumen, consistent with preparation and a rupture during use in the anatomy. There were multiple bends in the hypotube. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. An indeflator, filled with water, was used to pressurize the balloon when fluid was observed leaking from a pinhole in the balloon at the proximal taper, confirming the reported rupture. There were no visible scratches. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Scanning electron microscopy (sem) analysis noted the balloon failure may possibly be attributed to exposure conditions or a material/processing discrepancy. An adjacent fold crease exhibited partial tears. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It was reported the nc trek catheter was used in the tibial artery. It should be noted the nc trek coronary dilatation catheter instructions for use (IFU) states: the nc trek rx coronary dilatation catheter is indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion or restoring coronary flow in patients with st-segment elevation myocardial infarction. However, as there was no mechanical damage noted to the balloon, it does not appear that the use of the nc trek in the tibial artery contributed to the reported rupture. A review of the device lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there is nothing to indicate a lot specific product quality deficiency. All dilatation catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.